Event description:
The account alleges the head section dropped. No injury reported.

Manufacturer narrative:
The account asked about the maximum weight for the bed. The technician told the account to check the cardio pulmonary resuscitation and the head dust covers. No further info is available on the repair of the bed at this time.